Event description:
It was reported that when the stored episodes in a remote transmission were reviewed, the physician suspected the device misclassified ventricular tachycardia (vt) as supra ventricular tachycardia (svt) and therapy was withheld. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.